Event description:
There was a reported decline in hearing with the device since beginning of 2017 with a peak in march 2017. According to information received on (B)(6) 2021 the hearing performance with the device has reportedly decreased again.

Manufacturer narrative:
Additional information: based on the received information, the reported problems were most likely caused by a partial migration of the active electrode array out of cochlea, as confirmed also by radiological imaging. The implant registration card states a full insertion at the time of implantation. Re-implantation is planned in april 2022.

Event description:
There was a reported decline in hearing with the device since beginning 2017 with a peak in march 2017. There was no report of accident or trauma and no changes in health. According to information received on 01-dec-21 the hearing performance with the device has reportedly decreased again. Programming attempts to compensate for electrode migration have resulted in significant decreases in sound quality and performance. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information, the reported problems were most likely caused by a partial migration of the active electrode array out of cochlea, as confirmed also by radiological imaging. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a reported decline in hearing with the device since beginning of the year with a peak in (B)(6) 2017. According to new information received on the 01.dec.21 the hearing performance with the device has reportedly decreased again and further migration is suspected. Integrity testing and imaging will be performed.